Event description:
Customer reported having issues with the sensor and while checking alarm history, a no delivery alarm was noted. Customer changed the set to resolve the issues. The cannula on the infusion set was bent. Device alarmed during bolus, the device delivered a unit then stopped. Customer thought the issues with the sensor was resolved with a battery change. Customer's blood glucose was 100 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.